Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 421 mg/dl. The customer was antibiotic medication and declined to troubleshoot for their high blood glucose. The customer did not indicate any treatment for their high. The customer also reported having issues with the transmitter charging. The insulin pump will not be returned for analysis.